Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited decreased sensing amplitudes and increased pacing thresholds. Additionally, undersensing was noted. The ra lead was reprogrammed and a one month follow-up was scheduled. During the follow-up the pacing thresholds had continued to rise and undersensing was still present. The physician programmed the system to ventricular only pacing and scheduled a revision to replace the ra lead. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.